Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The candlesticks were cleaned and re-greased. The voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system intermittently had no image during a case. The procedure was completed without incident. No patient injury was reported.